Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 valve, the 26mm commander delivery system balloon ruptured at the end of valve deployment at full inflation, resulting in being unable to retrieve it in the 14f e-sheath. A femoral cut-down was required to extract the sheath and delivery system. A pericardial patch repair was performed successfully. The patient is stable and recovering. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. The patient had severe sino-tubular junction calcium. A bav was not used and there was no extra volume added to the balloon prior to inflation. The device will not be returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''general risks - failure - balloon burst'' and ''withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath'' were unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The case notes revealed the patient had severe stj calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible toward catching on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.